Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) system the patient experienced an infection with open pocket and oozing puss.  The crt-d system was explanted and a temporary pacing system was implanted.  Cultures were taken and antibiotic treatment was administered.  Subsequently, the temporary pacing system was explanted and replaced with a leadless implantable pulse generator (ipg).  No further patient complications have been reported as a result of this event.